Event description:
A customer reported that their pump declared an altitude alarm, which led to the suspension of insulin delivery. The customer's blood glucose level was between 54-500 mg/dl (3.0-27.7 mmol/l), indicating a wide range with no adverse impact reported. The customer, guided by technical support, removed obstructions and cleaned the pump¿s speaker holes, successfully resuming normal insulin delivery after waiting the suggested time. No further alarms occurred, and the pump resumed normal operation with provided tips to prevent future altitude alarms.